Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('painful periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding") and back pain ("back pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the dysmenorrhoea, menorrhagia and back pain was resolving. The reporter provided no causality assessment for back pain, dysmenorrhoea and menorrhagia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('painful periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding") and back pain ("back pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the dysmenorrhoea, menorrhagia and back pain was resolving. The reporter provided no causality assessment for back pain, dysmenorrhoea and menorrhagia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.